Manufacturer narrative:
Engineering testing and analysis: add'l evals were conducted where each of the sample set-ups were attached but not fully inserted. The disconnect (full depth removal) forces were measured adn recorded unacceptable values. MFR lot build database review of the reported lot# 44-988-jw (mfg date 08/01/2014) showed (B)(4) units were manufactured to spec, tested, inspected and released. The record analysis documented no findings that identify that the devices were defective, non-conforming. Findings: engineering testing and eval of the three returned z7008 same lot sample devices and mating 250ml saline bag did not replicate the reported issue and or confirm any performance or mfg non-conformance when fully mated/inserted. Although the exact cause(s) are unk and engineering assessment documents the most likely cause was attributable to usage/incorrect attachment technique.

Event description:
Complaint received concerning disconnect/leakage issue with set-up involving 250ml. Bag and z7008 bad spike w/ integrated clave. The initial info rec's reported "nurse had just hung a new chemo bag. She held on the drip chamber to verify medication in bag and z7008 just fell out of the bag. ..(taxol leaked nurse did get exposed to chemo on her hands.. The tech who mixed the chemo (taxol) stated hat she's pretty sure she inserted the spike all the way in the bag..." The involved z7008 mated 250ml chemo bag were removed, discarded and replaced. There were no reported injuries, adverse consequences. Device return: three packaged z7008, lot #44-998-kw and three pkgd hospira 250ml saline bag. Engineering performance testing and analysis was performed. Each of the returned device samples/set-up were fully inserted (past spike shoulder) and the disconnect (full depth removal) forces were measured and recorded. The results recorded acceptable values.